Event description:
Information received by medtronic indicated that the customer received the error code of hardware low-level failures (pump error 63) and also recieved battery failed alarm. Troubleshooting was performed and found that the error occurred during the basal. The customer was able to clear the alarm successfully and stated that the pump rewind was completed and also the insulin pump passed the self-test. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This regulatory report is part of an unplanned outage in the FDA gateway that occurred on december 13 or december 14, 2023. The current regulatory report is submitted with the latest information available at the time of submission the test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked case corner of the belt clip rails near the battery compartment, keypad overlay texture damage, pillowing keypad overlay and cracked select button keypad overlay identified during the visual inspection. Thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms on 09/15/2023 at 11:58:00.000 replace battery alert on 11/12/2023 at 01:02:00.000 failed batt/battery failed alarm on 11/21/2023 at 15:49:47.000 and 15:50:11.000 pump error 63 alarm on 11/19/2023 at 14:06:20.000 and 11/21/2023 at 15:49:44.000 (variable=15) (file number: 2017, line number: 147) pump passed self test, sleep current measurement, active current measurement and displacement test. Pump received with normal operating currents. No battery failed alarm or pump error 63 alarm during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted.¿ customer alleged for battery failed alarm was not confirmed. Pump error 63 alarm confirmed in the pump history, problem isolated to the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.